Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the patient alleges that the infusion device was not delivering the basal insulin. She experienced elevated blood glucose levels as high as 484 mg/dl. No adverse event was reported. The infusion device was requested to be returned for product evaluation.